Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that something was wrong with his serter. He stated that he had ruined 2 sensors while trying to insert them. He stated that his current sensor was successfully inserted but that the needle hub was stuck in the serter. Customer was advised to press and hold the green button and he stated that it did come out. Customer attempted an insertion again and the sensor became stuck in the serter again. The blood glucose reading was 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected four opened and used sensors and performed visual inspection. Found three sensors needle bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning opened and used complaint against to enlite-sensor.